Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 71 mg/dl, 205 mg/dl, 214 mg/dl and 224 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and a valid meter serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The DHR (device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release. Retain testing was performed for the precision strips and all units performed within specification. A tripped trend review was conducted for the reported complaint and fs neo meter, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.upon extended investigation, it was determined that the meter serial number provided by the customer (B)(4) and previously reported to the FDA was not a valid serial number.therefore, section d4 was updated to unk.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. The device manufacturer date for the reported meter is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 71 mg/dl, 205 mg/dl, 214 mg/dl and 224 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.